Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error when booting up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer incurred an error when booting up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Error code appeared during boot-up.